Event description:
The customer reported that the device failed to discharge in the AED mode and did not display or analyze the ECG rhythm during a pt event. The customer reported that the pt survived the event.

Manufacturer narrative:
(B)(4). This complaint is still being investigated. A follow-up report will be submitted upon completion of the investigation.